Event description:
Customer was hospitalized for hypoglycemia. The perceived cause of lbg was not noted. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The contact was advised to have the customer contact md to discuss possible causes of lbgs.